Manufacturer narrative:
This report is filed may 22, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection. Reimplantation is planned but had not taken place at the time of this report, (B)(4) 2014. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2014.